Manufacturer narrative:
Method:device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: since the complaint device was discarded after its removal the root cause could not be determined conclusively.

Event description:
It was reported that; hard bone caused almost the entire cage to back out of the space upon impacting the first anchor. So much so that the anchor fully locked into the cage but the cage was hanging out of the disc space by over 50%. Removed and used plate/peek.

Event description:
It was reported that; hard bone caused almost the entire cage to back out of the space upon impacting the first anchor. So much so that the anchor fully locked into the cage but the cage was hanging out of the disc space by over 50%. Removed and used plate/peek.